Event description:
Pt reports each time they wore their contact lenses for a 3-day period. Pt experienced a red and sore eye. Each time this occurred, the pt would remove their lenses until the eye returned to normal. In 2002, pt reports awakening with pain and was unable to open their left eye. Pt went to their general practitioner who diagnosed a corneal ulcer. The pt reports that the ulcer was treated and healed well. The pt has since resumed contact lens wear with another lens type.